Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) for ventricular tachycardia (vt). Atp was attempted ten times and on the last delivery of atp it appeared to possibly accelerate the rhythm to ventricular fibrillation (vf). A shock was delivered which successfully converted the arrhythmia. No additional adverse patient effects were reported.